Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013 while reaming during im nailing it was reported that the reamer head broke at the proximal end prior to reaching the fracture site. Some broken particles were unable to be retrieved and left in the canal. The patient was plated instead. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.